Manufacturer narrative:
Follow-up #1: date of submission 01/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the display lens was found to be heavily scratched.

Event description:
On (B)(6) 2013, the distributer contacted animas stating the display screen was scratched and was unable to be read. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.